Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the heater line of the amia cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced an unknown low priority (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during fill five of peritoneal dialysis therapy. The patient stated that they reviewed the device and it alarmed max air exceeded. During troubleshooting, it was found that the heater bag was disconnected. The cause of the disconnection was not determined, but they mentioned that they tightened the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.